Event description:
There was no pt involved in this event. This device is emitting a "service required" warning message suggesting that the device has failed a routine self-test. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.